Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included kidney stones and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included insomnia, psychomotor agitation, psychomotor retardation, feelings of worthlessness, concentration impaired, indecisiveness, nicotine addiction, menses irregular, trichomonal vaginitis, vaginal candidiasis, vaginitis bacterial, ovarian cyst, sexually transmitted disease, urinary tract infection, amenorrhea, fatigue and back pain. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), doxycycline, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depo provera), metronidazole (metrogel) and topiramate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced menstrual disorder ("hormonal changes describe: abnormal cycle") and loss of libido ("no sex drive"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), cervicitis cystic ("chronic cystic cervicitis") and endometrial hyperplasia ("benign proliferative endometrium"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy - left). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, pelvic pain, menstrual disorder, loss of libido, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower, cervicitis cystic and endometrial hyperplasia outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, headache, loss of libido, menstrual disorder, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, menorrhagia, pelvic pain, dyspareunia, dysmenorrhea, abdominal pain lower. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs & medical record received: lot no added. New events ¿ pelvic pain, hormonal changes describe: abnormal cycle, no sex drive, psychological or psychiatric problems condition: anxiety, depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdomen pain lower, chronic cystic cervicitis, benign proliferative endometrium, pelvic inflammatory disease, device monitoring procedure not performed were added. Severity of event lower abdomen pain was updated as severe. Case is now incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included kidney stones and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included insomnia, psychomotor agitation, psychomotor retardation, feelings of worthlessness, concentration impaired, indecisiveness, nicotine addiction, menses irregular, trichomonal vaginitis, vaginal candidiasis, vaginitis bacterial, ovarian cyst, sexually transmitted disease, urinary tract infection, amenorrhea, fatigue and back pain. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), doxycycline, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depo provera), metronidazole (metrogel) and topiramate. On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2009, the patient experienced abdominal pain lower ("pain lower abdomen") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2009, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced menstrual disorder ("hormonal changes describe: abnormal cycle") and loss of libido ("no sex drive"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cervicitis cystic ("chronic cystic cervicitis"), endometrial hyperplasia ("benign proliferative endometrium"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy - left). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menstrual disorder, cervicitis cystic, endometrial hyperplasia, loss of libido, anxiety, depression and migraine outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, loss of libido, menstrual disorder, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: ??-(B)(6) 2009, (B)(6) 2009 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, menorrhagia, pelvic pain, dyspareunia, dysmenorrhea, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included kidney stones, dysfunctional uterine bleeding, pelvic pain, cervicitis cystic, depression and hyperplasia endometrial. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included insomnia, psychomotor agitation, psychomotor retardation, feelings of worthlessness, concentration impaired, indecisiveness, nicotine addiction, menses irregular, trichomonal vaginitis, vaginal candidiasis, vaginitis bacterial, ovarian cyst, sexually transmitted disease, urinary tract infection, amenorrhea, fatigue and back pain. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), doxycycline, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depo provera), metronidazole (metrogel) and topiramate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced abdominal pain lower ("pain lower abdomen") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced menstrual disorder ("hormonal changes describe: abnormal cycle") and loss of libido ("no sex drive"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cervicitis cystic ("chronic cystic cervicitis"), endometrial hyperplasia ("benign proliferative endometrium"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oopherectomy - left). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menstrual disorder, cervicitis cystic, endometrial hyperplasia, loss of libido, anxiety, depression, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, menorrhagia, pelvic pain, dyspareunia, dysmenorrhea, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received : events"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included kidney stones and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included insomnia, psychomotor agitation, psychomotor retardation, feelings of worthlessness, concentration impaired, indecisiveness, nicotine addiction, menses irregular, trichomonal vaginitis, vaginal candidiasis, vaginitis bacterial, ovarian cyst, sexually transmitted disease, urinary tract infection, amenorrhea, fatigue and back pain. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), doxycycline, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depo provera), metronidazole (metrogel) and topiramate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced menstrual disorder ("hormonal changes describe: abnormal cycle") and loss of libido ("no sex drive"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), cervicitis cystic ("chronic cystic cervicitis") and endometrial hyperplasia ("benign proliferative endometrium"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy - left). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, pelvic pain, menstrual disorder, loss of libido, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower, cervicitis cystic and endometrial hyperplasia outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, headache, loss of libido, menstrual disorder, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, menorrhagia, pelvic pain, dyspareunia, dysmenorrhea, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.